Event description:
It was reported that at implant, the physician attempted to screw out the helix on the lead. The lead contorted but the helix would not release. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and the distal conductor was distorted. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that the lead was damaged at implant. The lead was received with the helix extended. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.